Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. There was a kink 28cm from the hub and the stent had moved distally on the balloon. There were stent impressions on the balloon indicating that the stent was secure between the markerbands. The tip was also damaged. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22-mar-2018. It was reported that advancing difficulties were encountered. The target lesion was located in the vertebral opening. A 6.0mmx18mmx150cm express¿ vascular sd stent was advanced for treatment. However, when the physician advanced for about one third, the device could not be advanced further. The physician removed the device and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent moved on the balloon.